Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that a patient on impella cp experienced some oozing at right groin, in addition to a oozing at a previous venous site. Dressing was taken down and angle readjusted and sutured. The impella was successfully weaned and explanted without issue. Perclose x3 utilized to close groin. Patient is stable post explant.

Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The root cause of access site bleeding was most likely use issue related since hemostasis was achieved by adding suture and readjusting the angle.